Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 568:320:654:0000. The root cause was determined to be a faulty user interface module printed circuit board . The user interface module printed circuit board was replaced to repair the reported condition. Review of the device event history determined that the reported condition occurred on (B)(6), 2010 and not the originally reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 568:320:654:0000 in the intensive care unit. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.